Event description:
Procedure type: stress ui/pelvic organ prolapse. According to the reporter: the pt alleged injury. Pelvisoft was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: urinary stress incontinence, cystocele. Procedure (s) performed: laparoscopically assisted vaginal hysterectomy and bilateral salpingo-oophorectomy, anterior colporrhaphy, tension free urethropexy complications post placement: pain, infection, urinary problems, bleeding, and vaginal scarring.